Event description:
It was reported that the spring wire guide (swg) unraveled while being inserted into the needle. No further details are available at this time.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.